Manufacturer narrative:
It was reported that the ventilator had an issue with monitoring o2 concentration. This information is not specific enough to point to any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. Based on the information above, this complaint will be closed.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with monitoring o2 concentration. No more information was available. There was no patient harm reported. Manufacturer's ref #: (B)(4).